Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced deflation in the saline 350cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline 350c breast implant was found to have a tear on the union between shell and patch. A microscopic examination was performed, and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number is not available, therefore the manufacturing record evaluation could not be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with two unspecified saline implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.